Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing was found to be separated and leaked blood from the torn section of tubing while connected to a patient. The tubing below the y-site that is connected to the male luer was noted to be separated. There was no harm.